Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the exit marker was bunched up. It was also noted that the catheter was cut. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, the device got stuck inside the endoscope upon removal. It was noted that the exit marker bunched up causing difficulty to withdraw the balloon through the working channel. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, the device got stuck inside the endoscope upon removal. It was noted that the exit marker bunched up causing difficulty to withdraw the balloon through the working channel. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.